Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additionally, the communications hub indicated ablations were performed with rf power between 25w and 40w. The IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and states ¿too high rf power during ablation may lead to perforation caused by steam pop;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation and subsequent death remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted anterior below the left atrial appendage and the patient expired. While ablating the left isthmus, a pop occurred. An echocardiogram was done which confirmed there was no effusion. The patient became hypotensive and an echo was done again which revealed a pericardial effusion. A pericardiocentesis was performed, however the patient was still unstable and later expired. The physician does not feel the effusion was due to any abbott devices.